Event description:
Procedure type: tap transabdominal preperitoneal. According to the reporter: trying to insert it into the umbilici, a part of rubber came off. Also, a customer found the tip part of balloon got damaged and frayed. Operating time extended: unk. New one was opened to complete the case with no problem. It was not used on pt. No pt involvement. No tissue damage, no tissue loss, no bleeding.

Manufacturer narrative:
(B)(4).